Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device had unloading problem. The cartridge would not unload and it was broke when forcefully unloaded. A blood loss was noted of 500cc or more due to issue. Another gun and cartridge was opened to complete the procedure.